Event description:
It was reported that the patient underwent a changeout of their pulse generator, with the associated leads examined with a pacing system analyzer (psa) and no issues were noted. During the procedure, after this right atrial (ra) lead was connected to the newly implanted pulse generator, its insulation detached and damage was noted in the insulation, with it exposing the lead coil. The damage noted was attributed to the age of the implanted lead, with it been in service for over 29 years. This lead was capped and surgically abandoned. No additional adverse patient effects were reported.